Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the tibia debonded from cement upon extraction with a moreland extractor and mallet. Femur was well fixed. Insert had visible wear on the posterior aspect both medially and laterally. Patella remains in situ. The surgeon will discuss intraoperative findings with the investigator. Doi: (B)(6) 2017. Dor: (B)(6) 2019, right knee.